Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center was switching between screens at random times. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information.

Event description:
It was reported, during preparation for use for a diagnostic bronchoscopy procedure, this video processor exhibited picture and ultrasound switching between screens at random times. The case was delayed but the patient was not yet sedated. Fse was onsite and swapped out the unit with similar device had no further issues. The intended procedure was completed. There were no reports of patient injury/harm. There is no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment.